Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the deployment process, there was one partial recapture performed. Resistance was noted. During the full recapture, they could visualize the anchor caught on the tip of the delivery system. It was also noted that the tip of the wds was damaged.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was blood was on the device and the implant was connected to the core wire and protruding from the tip 8mm. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The tip was damaged. The implant was deployed during analysis and found to be consistent with the reported information. Anchor damage was found on the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that during the deployment process, there was one partial recapture performed. Resistance was noted. During the full recapture, they could visualize the anchor caught on the tip of the delivery system. It was also noted that the tip of the wds was damaged.

Manufacturer narrative:
UDI= (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-09728. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman aaa closure device & delivery system (wds) along with a watchman access system (was) were used. The watchman aaa closure device was deployed. When attempting to recapture it, one of the anchors was preventing it from fully recapturing into the delivery system. They detached the wds from the was and removed it through the was. The procedure was completed with a different size watchman closure device. No patient complications were reported and the patient's status is fine.